Manufacturer narrative:
The returned device was evaluated and found exposed soft cannula length to be out of spec due to damaged cannula tip. Both kinks and torn tip of the cannula were observed. While damage was found, the time and cause of the damage is unknown. Cracks were noted on the top housing lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400.  17845-5a-aw rev b 09/17. Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a patient was wearing a pod for 3 days their blood glucose level rose to over 250 mg/dl. As treatment, a manual injection of insulin was provided as well as new pod was applied.